Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: returned product consisted of an innova stent delivery system (sds) and an introducer sheath. The stent was protruding 1mm from the distal tip of the sheath. There was blood on the outer surface of the sds. A 14cm length of the rack (including the deployment knob) was detached. The fractured ends of the rack revealed no evidence of any material or manufacturing deficiencies. The remaining (attached) portion of the rack moved freely, indicating the handle components. The clip within the handle was still attached. There were multiple kinks throughout the sds. There were chatter marks in the blue outer sheath 76-83cm from the markerband. The outer diameter (od) of the outer and middle sheaths were measured, all od measurements were within specification. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported during a stenting procedure, deployment issues were encountered. The target lesion was located in the superficial femoral artery. A 5x200x130mm innova stent was unable to fully deploy. Approximately 50% of the stent was deployed, however they were unable to use the pull grip to finish deploying the stent. They were unable to recapture the deployed half of the stent. The physician managed to pull the stent proximally which then became stuck in the sheath and entire system was removed as a unit. The procedure was competed with angioplasty. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.